Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 84% stenosed, 36mmx3.0mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the severely tortuous and severely calcified mid left circumflex coronary artery. After a non-bsc guidewire and a non-bsc guide catheter were advanced, pre-dilation was performed with an unspecified balloon leaving 72% residual stenosis. Following pre-dilation, a 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the distal stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.